Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the stock out report was not printing. A technical support specialist (tss) dialed into the server and followed the knowledge article (ka) stock out bulletins not printing. The necessary query was run, and it was confirmed that stock out reports had been failing across multiple facilities with no successful prints. The fully qualified domain name (fqdn) for the report server was then updated in the configuration file and saved. After this change, the system began successfully processing and printing reports, as verified in the database. Additional monitoring over the next hour confirmed that the reports continued to print without issues and the customer acknowledged that the functionality was restored and working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stock out report was not printing. There were no adverse events or injuries reported based on this event.